Manufacturer narrative:
(B)(4).

Event description:
It was reported that this brady lead was unable to be successfully implanted. The lead exhibited high out of range pacing impedance and high pacing threshold measurements after it was first placed. As a result, the physician replaced the lead prior to pocket closure. The procedure prolonged as consequence; however, no patient effects were reported. The device was kept by the facility. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was unable to be successfully implanted. The lead exhibited high out of range pacing impedance and high pacing threshold measurements after it was first placed. As a result, the physician replaced the lead prior to pocket closure. The procedure prolonged as consequence; however, no patient effects were reported. No adverse patient effects were reported.

Manufacturer narrative:
The code 3191 was used to capture the prolonged procedure. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.